Manufacturer narrative:
Gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve was replaced and the breathing system was cleaned. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, manual mode of ventilation was not functional at a flow of 2 lpm of oxygen. There was no reported patient injury.